Event description:
It was reported through an implant card that a vns patient underwent generator and lead replacement surgery due to patient experiencing seizure exacerbation. At the moment (B)(4) attempts to obtain additional information have been unsuccessful to date.

Event description:
Further information was received by the treating nurse indicating that the patient was having an increase in seizures which was not above pre-vns baseline. The nurse was unsure if the increase in seizures was due to vns. No medication changes were reported. The treating staff indicated the generator was at high duty cycle. Prior to replacement surgery, system diagnostics were normal (impedance of 2904 ohms). The explanted devices will not be returned to the manufacturer.